Manufacturer narrative:
As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no damage of the corsair microcatheter. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria. Referring to known similar events, vessel dissection was most likely associated with patient anatomy and procedural context. Therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] ~ vessel dissection.

Event description:
It was reported through literature that an asahi corsair microcatheter might have contributed to vessel dissection. Publication: cardiovascular revascularization medicine 53s (2023) s292-s295 title: the importance of the "safety coronary guidewire" in the donor vessel during chronic total occlusion percutaneous coronary intervention excerpt is as follows: [case 2] a 73-year-old woman with normal left ventricular systolic function was referred for rca cto pci for management of angina refractory to maximal medical therapy. Bifemoral 7 fr access was obtained. The left main coronary artery was engaged using a 7 fr ebu 3.5 guide catheter and the rca was engaged using a 7 fr al1 guide catheter. A sion blue coronary guidewire was advanced into the left circumflex artery as a safety wire. The pressure wire was retained in the distal lad as a safety coronary guidewire. Antegrade wiring was attempted in the rca cto using a fighter (boston scientific), pilot 200 (abbott vascular, santa clara, california) and a gaia next 2 (asahi intecc) wire without success. A decision was made to attempt retrograde crossing. The activated clotting time was 318 s, and 2000 units of unfractionated heparin were administered. A septal collateral was crossed with a sion black wire using the surfing technique. A corsair microcatheter was subsequently advanced into the distal rca and a pilot 200 guidewire was advanced retrogradely across the distal cap in the extraplaque space in preparation for reverse controlled antegrade and retrograde tracking (r-cart). The patient suddenly became hypotensive. Left coronary angiogram revealed slow flow into the lad. The exact mechanism of the slow flow was difficult to ascertain but was likely due to a combination of proximal lad disease along with either spasm and/or proximal lad dissection. The retrograde equipment was removed and the proximal lad was stented using 3.0 ?~ 34mm resolute onyx drug eluting stent, facilitated by the safety guidewire in the distal lad with restoration of timi-2 flow. The patient continued to be hypotensive and went into cardiac arrest (pulseless electrical activity). Cardiopulmonary resuscitation (CPR) was initiated. Right coronary angiogram was performed however due to non-coaxial guide position of the guide catheter, resulted in aortocoronary dissection involving the proximal rca and right coronary cusp. A lund university cardiac assist system (lucas) device was used for chest compressions followed by initiation of venoarterial extracorporeal membrane oxygenation (va-ECMO) that stabilized the patient. No cardiac surgery was needed for the right aortocoronary dissection. After 8 weeks she was discharged to a transitional care unit. A computed tomogram of the chest done 10 weeks later to rule out pulmonary embolism did no show aortic dissection. Sion black: MFR report #:3003775027-2024-00087. Corsair: MFR report #:.